Event description:
Complainant alleged that while analyzing the heart rhythm of a female pt, the device returned a "shock advised" determination and delivered 120 joules to what appeared to be non-shockable heart rhythm. A second analysis was made and the device returned a "shock advised" determination and delivered 150 joules to what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.